Event description:
It was reported that the customer had differences between sensor glucose and blood glucose levels. Customer stated that the pump has been alarming that she was low all day even though her blood glucose levels were high. Customer stated that the sensor was 5 days and 17 hours old. Customer stated that the sensor glucose reading was 48 mg/dl and she had a threshold suspend alarm. Customer stated that this morning her blood glucose level was 115 mg/dl, but it went up to 311 mg/dl. Customer was running around all day. Customer checked again and her blood glucose level was 445 mg/dl. Customer was advised to remove and replace the sensor. Customer was requested to return the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.